Event description:
It was reported that a patient underwent a laparoscopic repair of an incisional hernia in 2009. In approx five months later, the patient presented with nausea and vomiting and small bowel obstruction from adhesions. On the same month, the patient underwent an exploratory lap and an enterolysis procedure. During the second procedure, there apparently was a hole in the mesh at the umbilicus through which a loop of small bowel had herniated causing an obstruction. Currently, the patient is doing well.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.